Event description:
Bard biopsy devices x 2 jammed/misfired during prostate biopsy bard max-core mc1825 lot#: rekt2118 vendor notified and investigating. Manufacturer response for disposable core biopsy instrument, bard max core disposable core biopsy instrument (per site reporter).